Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a seizure due to hypoglycemic episode. Blood glucose (bg) values dropped to less than 70 mg/dl while wearing the pod between 4 and 24 hours. For treatment, the spouse gave the patient a glucagon injection. The patient wasn't able to communicate after the first glucagon injection, so her spouse gave a second injection and patient become responsive as blood glucose levels started to increase. The patient also reported profusely sweating. Patient also reported receiving low blood glucose alerts and not responding to all of them.